Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, upon advancing the proglide device once, the patient experienced pain. No pulsatile bleed back was observed from the marker lumen and the device was removed. The device was noted to have a bend at the sheath going downward. A non-abbott device was used to achieve hemostasis. Groin shot revealed no vessel damage. No resistance was noted during advancement or removal of the proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.